Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench, and no anomaly was found.

Event description:
It was reported that the patient presented in-clinic after receiving a vibratory alert for device reaching eri. At previous device check, it was noted that the device battery was depleting faster than expected. The device was successfully explanted and replaced. The patient condition was fine.